Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The customer reported via the distributor that the simplex bone cement vial has broken into small pieces when opening the top of the vial and glass fell into the powder so it was discarded.